Manufacturer narrative:
Investigation is not complete. Add'l info has been requested. We are currently awaiting the return of the product. Trends will be evaluated. This report will be amended when the investigation is complete. This event occurred in another country.

Event description:
Allegedly pt was walking and heard a "click". On x-ray plate shown to be broken an non-union. Pt had been managed postoperatively in a orthotic shoe and heel weight bearing only. Pt is a diabetic with peripheral neuropathy.